Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found that the pump presented with error code 1860 on boot up. The code was cleared but there were no other problems found. The device was calibrated, software was installed, and the device passed all functional and delivery tests.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed alarm ec1860 during preventative maintenance. There was no patient involvement.